Event description:
Prodisc-l implanted at l4-l5, patient complained of persistent pain. Surgeon noted no abnormalities related to prodisc-l position or function and fused from a posterior approach in 2008 while leaving the implant in place. Three days later, prodisc-l was removed, and surgeon completed anterior interbody fusion with a peek spacer.

Manufacturer narrative:
Lot#: this info was not provided during initial report. Additional info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.